Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 5 months and 10 days after implantation. The patient has history of prostate cancer. The patient required bone augmentation for the surgery. The doctor noted local infection during explantation. The patient has recovered without complications.